Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were oversensing noise which led to an inappropriately stored episode and an inappropriate shock. It was noted that the noise was able to be reproduced with arm movements and the shock impedance measurements were within normal limits. The physician suspected that the noise was due to movement of the s-ICD. The sensing vector was reprogrammed and the noise was less prominent. The products remain in service and no adverse patient effects were reported.